Manufacturer narrative:
No testing or servicing was performed on the system because resolution of the issue was confirmed on call. No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the biomed was getting no video on the monitor of the mobile view station (mvs). It was further reported that the biomed removed the printer and re-installed it. When installing it, however, the computer was booted without the main monitor connected causing the system to set the default monitor as the printer. A medtronic field service engineer (fse) was able to resolve the issue over the phone with the biomed. The fse was able to walk the site through the process of setting up the mvs monitor as the primary monitor and re-connecting the printer. Resolution was confirmed on call. There was no patient involved with this event.